Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with severe aortic stenosis, the valve was deployed. The valve's position was deemed too deep and the valve was recaptured. During the recapture the delivery catheter system (dcs) was pulled slightly upwards. This movement caused the wires in the left ventricle to pull out of place. Subsequently, the valve and dcs were withdrawn from the patient so that the guidewire could be re-inserted into the ventricle. The decision was made to use a new device for the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.